Event description:
A customer contacted beckman coulter inc. (Bec) stating that they were seeing a brownish fluid leak on the unicel dxh 800 coulter hmx cellular analysis system and the bottom of the instrument was flooded. The user was wearing personal protective equipment (ppe). There was no contact to mucous membranes or broken skin and medical attention was not sought.

Manufacturer narrative:
A field service engineer (fse) went on-site (B)(6) 2011 and noted that the leak was related to the nrbc mixing chamber being clogged which made it overflow (blood, diluent and cell lyse are the fluids present in the nrbc mixing chamber). Fse took it out, unclogged it with a syringe and placed it back into place and tested that it was draining properly and verified instrument performance. (B)(4).